Event description:
The customer reported a speaker malfunction on the intellivue multi measurement server x2 and no sound coming from the device. It is unknown if the device was in use at the time of the reported issue. No death or patient / user injury or harm was reported. The device was returned to the philips bench for evaluation and repair. The bench repair technician (brt) confirmed the reported issue and determined that the main board and speaker assembly were faulty and the cause for the reported issue. The main board and speaker assembly were replaced and the device returned to full functionality. The device failed to work as intended. The reported issue was resolved by the replacement of the main board and the speaker assembly. The device remains at the customer site.